Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer took manual injection then blood glucose went down. After an hour ago when customer put another sensor blood glucose value were went up to 387 mg/dl. Customer took 5 units using syringe after that blood glucose was 269 mg/dl. Current blood glucose was 175 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Auto mode feature was used by customer or not was unknown. The insulin pump will not be returned for analysis.